Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is smoking and has a strange odor (burning/smoke/electrical). The patient alleges lightheadedness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is smoking and has a strange odor (burning/smoke/electrical). The patient alleges lightheadedness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that the air outlet port had light dust-like contamination, air inlet had tan dust-like contamination. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Potential mineral deposits inside blower box indicate possible water ingress. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Flip lid seal had unknown dust-like contamination on it. White dust-like contamination, throughout humidifier enclosure. Unknown white dust-like contamination on and under the heater plate. Unknown white dust-like contamination on the dry box seal and in the iso port (international organization of standardization). Potential mineral deposits inside water tank. The contamination found in the humidifier enclosure are considered not to be in the airpath. The source of contamination was most likely external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found six error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water ingress in the device and are consistent with being from an external source. In box d: device serviced by 3rdp?, device available for eval?, date returned to mfg has been updated. In box g: date received by mfg has been updated. In box h: device evaluated by mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.